Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the deployment of this transcatheter bioprosthetic valve, at a depth of 6 millimeter (mm), severe unspecified aortic insufficiency (ai) was reported. An echocardiogram was not performed, therefore the implanting team was unable to determine if the severe ai was perivalvular or transvalvular. A post implant balloon aortic valvuloplasty (bav) was performed using a 28 mm non-medtronic balloon in an attempt to resolve the ai. The ai remained post bav, therefore a second bav was performed, however this time using a larger, 30 mm non-medtronic balloon. The severe ai remained. A second valve was then deployed approximately 6 to 8 mm higher than the first valve. Trace ai was present after the full release of the second valve. It was reported that the patient had a perimeter derived diameter of 29.4 mm and annular and left ventricular outflow tract (lvot) calcification which could have contributed to the issue. No additional adverse patient effects were reported.